Event description:
The device was used during a vedio assisted thoracic surgery lungs resection procedure. Reportedly, the staples did not form properly and were caught in the jaw. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.